Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Patient was revised to address metallosis. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 01/11/2017: medical records received for (B)(4). After review of the medical records for MDR reportability, the revision operative note from (B)(6) 2016 indicated subluxation, increased metal ion levels (no labs), pseudotumor, and corrosion on the back side of the liner. A radiology report from (B)(6) 2016 indicated a cerclage wire on the left proximal femur. The cause/date of the wire placement is unknown at this time. The stem is being added to the complaint.

Manufacturer narrative:
The investigation has been reopened. Depuy will notify the FDA when the investigation is complete.

Event description:
Update (B)(6) 2016 - clinical reports states patient was revised due to adverse tissue reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review :null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation alleges significant harm, physical injury, bodily impairment, debilitating lack of mobility, pain and suffering.

Event description:
Pinnacle litigation record received. Litigation alleges significant harm, physical injury, bodily impairment, debilitating lack of mobility, swelling, inflammation, pain and suffering.

Manufacturer narrative:
.

Event description:
In addition to what were previously alleged, ppf alleges metallosis and metal wear.